Event description:
A customer reported issues with their pump due to occlusion complications. There was no adverse impact to the customer¿s blood glucose level. Technical support recommended and approved a pump replacement, and the customer was instructed to continue using their current pump until the new one arrives.